Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software resumed insulin delivery when the customer's blood glucose (bg) was below 50 mg/dl. Based on the information provided to tandem technical support, the basal software had resumed insulin as expected due to the customer's bg value increasing from the previous value. Recommendation was made by tandem technical support to upload the pump data; however, the customer did not respond.